Event description:
A male pt with a suitable form for endovascular therapy, but a tortuous artery underwent the procedure in 2008 as labeled. It was difficult to advance the contralateral iliac leg delivery system. The physician managed to reach the target site and tried to withdraw the sheath to release the stent but resistance was met and failed. The iliac leg delivery system was removed and it was found the graft was stuck inside the sheath and broken. The pull-through technique was adopted inserting a snare catheter from the left brachial artery to hold the lunderquist wire guide a new contralateral iliac leg delivery system was inserted but this one could not be released either. Using a converter was considered but because deployment of an iliac plug was considered to be difficult, the procedure was completed with no iliac leg graft deployed in either iliac artery. The pt's condition remained unchanged compared to the pre-procedure condition. As of two days later, the physician is considering using a converter and using coils to embolize the contralateral common iliac, but has not yet done so. The physician commented access vessel diameter was large enough and there was no calcification. He stated the event may have occurred due to the vessel becoming less flexible, due to an open surgery performed in the past.

Manufacturer narrative:
Event evaluation- still under investigation.